Manufacturer narrative:
Correction: describe event or problem: it was reported that while using bd bactec¿ subculturing/aerobic venting unit the staff are having problems with the blood culture venting units. The customer is saying that regardless of the angle they use, and banging the bottle to release the resin beads, it sometimes requires changing the needle up to 4 times to get a drop of blood out of it. The customer reported a dirty needle stick injury while trying to extract blood from positive blood culture with an unidentified syringe and needle. Investigation summary: the customer complaint of their aerobic venting units, cat. 249560, lot 9128765 not allowing the flow of blood through cannula was confirmed on previously returned samples from this lot. Investigation results: a sample of the returned product was removed from the blister packaging and examined for any obstructions in the cannula. The examination revealed some type of blockage in the cannula on about 50% of the samples. Quality engineering was unable to determine what was blocking the cannula. As a correction, replacement product from a different lot is being sent to customers as necessary. A sample of the defective product was set up for return to the supplier along with a supplier corrective action request (ref: scar (B)(4) to be completed after the supplier¿s investigation. Scar investigation results: an investigation was conducted at the broken bow manufacturing site. Material clogging the cannula in returned samples was removed and examined. The material was clear viscous liquid and appeared to be silicone. The cannula is dipped in silicone following the assembly process at the ventumatic turn table. The table station following the silicone dip utilizes vacuum to remove excess silicone. This station was partially clogged allowing excess silicone to remain in the cannula. Hazards: due to the product condition there were no additional hazards to the user or the device. Trends: a trend was identified per baltqs7465 rev 01. The complaints were confirmed; therefore a cid was required. A cid was created and deemed CAPA not required. Quality will continue to monitor for any blockage issues. The root cause was identified as a manufacturing error. Per scar (B)(4) the cannula is dipped in silicone following the assembly process at the ventumatic turn table. The vacuum station on the ventumatic turn table responsible for removing excess silicone was partially clogged. This was due to a lack of a preventative maintenance item to regularly clean the vacuum station. An unidentified needle and syringe were used to extract the sample since the venting unit was clogged. This resulted in a contaminated needle stick to the user. This unit was not returned for evaluation.

Event description:
It was reported that while using bd bactec¿ subculturing/aerobic venting unit the staff are having problems with the blood culture venting units. The customer is saying that regardless of the angle they use, and banging the bottle to release the resin beads, it sometimes requires changing the needle up to 4 times to get a drop of blood out of it. The customer reported a dirty needle stick injury while trying to extract blood from positive blood culture with an unidentified syringe and needle.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ subculturing/aerobic venting unit the staff are having problems with the blood culture venting units. The customer is saying that regardless of the angle they use, and banging the bottle to release the resin beads, it sometimes requires changing the needle up to 4 times to get a drop of blood out of it. The customer reported a dirty needle stick injury while trying to extract blood from positive blood culture.